Event description:
It was reported that after a percutaneous transluminal coronary stenting procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, two proglide devices had an unspecified failure. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior needle remained engaged to anterior cuff and the link remained attached to the swage end of the anterior cuff. The posterior cuff, posterior needle, and the monofilament suture were not returned. The presence of a link bulb was noted, indicates that the link was pulled from the swage end of the posterior cuff during needle plunger retraction causing the posterior cuff to detach from the link. The link connects the anterior needle to the suture; if the link detached from the cuff, the suture will not be present during needle plunger withdrawal. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis occurred, which required the reported use of manual arterial compression to achieve hemostasis. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. There were no reported challenging anatomical conditions which could have contributed to the link break. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the reported information and the investigation, the probable cause for the link breaking from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.